Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a flare up of contact dermatitis under the electrodes. The area was described as itchy, red and raised like hives, but no open skin. There was no alleged device malfunction contributing to the irritation. Patient was to remove the device by a physician to allow skin to heal. Follow up indicated the patient removed the lifevest and began using a hydrocortisone and the irritation is improved.